Event description:
High impedances of >10,000 ohms were reported that were due to a connection problem with the snap-lid cable. The lead, extensions, and snap-lid cable were then replaced. No pt injuries were reported.

Manufacturer narrative:
(B)(4).